Manufacturer narrative:
The reported complaint of "autopulse platform (sn: (B)(4)) continued to display "replace lifeband" message whenever the lifeband is placed on the platform" was confirmed during the functional testing and archive data review. The root cause for the reported complaint was due to the switch lever being non-parallel to the switch case resulting in user advisory (ua) 12 (lifeband not present) error message. The belt clip switch assembly was adjusted to a parallel position to remedy the error. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to ua12 (lifeband not present) error message displayed upon powering on, thus confirming the customer reported complaint. The lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in ua12 error as expected. After readjustment of the switch lever and verification using a standard belt test clip aid, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The archive data review showed occurrence of ua12 error message on the reported complaint date. Following service, the autopulse platform passed the final testing without any error or fault. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn: (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) continued to display "replace lifeband" message whenever the lifeband is placed on the platform. No additional information was provided. No known impact or consequence to patient information was available.